Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On 19dec2019, a patient (pt) in brazil reported a diagnosis of chemical conjunctivitis ou while wearing acuvue® 2® brand contact lenses (cl). The pt inserted two lenses from two new blister packs and wore the lenses for 6 hours without symptoms. After 6 hours of wear the pt experienced redness, tearing, and pain ou on (B)(6) 2019. The pt¿s ou were red, sore, irritated, photophobic, and swollen upon removal of cls. The pt visited an eye care provider (ecp) on (B)(6) 2019 and was diagnosed with chemical conjunctivitis. The pt was prescribed vigamox, 1 drop ou, every 4 hours for 5 days. The pt was prescribed IV pain medication (cetaprofeno / dipirona) while the pt was in the hospital. The pt was not advised to return for a follow-up visit. The pt reported daily wear with monthly replacement of cls. The pt¿s ou are much better today, but are currently red, sore, photophobic, and swollen. The pt will attempt to obtain a copy of the medical records. Multiple attempts were made to contact the treating ecp for additional information, but no further information was received. No additional medical information has been received. The suspect os contact lens was requested for return for evaluation, but it has not been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00qsmd was produced under normal conditions. This report is for the pt's os event. The report for the pt's od event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed.